Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that:one screw fragment was received for investigation at customer quality. The fragment was reported as part # 04.511.226.01, but the exact part number was unable to be determined due to the damaged condition of the returned fragment. The fracture site appears homogenous with no dark spots or voids, indicative of homogenous material. Per the complaint condition, the screw broke during attempted insertion. Due to the size of the implants the technique guide recommends predrilling prior to inserting the screws into excessively hard bone. It is likely that the bone was excessively hard and the screw was inserted without drilling first, but the exact cause could not be determined. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed and this investigation summary is approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). Complainant part is expected to be returned for MFR review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Information already reported on user facility: correction to information on user facility report: device broke during insertion; device not considered implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number (B)(4), a copy is attached. The only information contained in this report is correction or additional information. It was reported approximately twenty (20) minutes was spent searching for the head of the screw that broke off and removing remained piece of screw in bone. All fragments were removed and reoperation is not needed. Procedure was successfully completed with no other/further medical intervention required. Patient is recovering as expected; no complications. This is report 1 of 1 for (B)(4).